Manufacturer narrative:
The pump was received with minor scratches on the lcd window. No cracks on the lcd window was noted during visual inspection. The pump also had a cracked reservoir tube window corners, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump has a crack on the lcd screen. Customer stated that the damage occurred while driving her bicycle. Customer is able to read the display. Current blood glucose value was 133 mg/dl. Nothing further reported.